Event description:
It was reported to philips that the frontal ippc failed to boot, and fluoro storage was not possible due to an image disk issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a cold reboot, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).